Event description:
There were dark particles in the daptomycin solution after reconstitution. This was caught before the product went to the patient. This happened twice with 2 different lot numbers and with 2 different techs making the solution. FDA safety report ID# (B)(4).